Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered four shocks in three separate episodes as inappropriate therapy for a sinus driven rhythm. The patient was taking more rate control medications than prescribed by their physician. Technical services (ts) discussed the device programmed settings and the stored episodes with the caller, so the device was reprogrammed. The device remains in service. No additional adverse patient effects were reported.